Event description:
Country of complaint: (B)(4). Thread is breaking and leaking.

Manufacturer narrative:
Us reporting agent notified on: (B)(4)2014. Reported device not marketed in the us; however, similar devices are. Manufacturing site evaluation: cassettes received: 1 opened. There is one previous complaint of this code/batch regarding the thread breaking but there are no previous complaints regarding cassette leakage. There are no units in OEM stock. Thread of the cassettes received is broken inside the cassette an it is not useful. Thread was probably tangled in the reel due to less liquid, when pulled out from cassette the thread broke because the extraction was too hard. The cassette lost solution because it has a crack. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened a corrective action in order to avoid cassette leakage.